Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We have informed our manufacturer accordingly. None new and pertinent information/results are available since the sample was duly investigated by bbm preliminary examination. However, blockage is a known error pattern and corrective and preventive actions are in progress / have been implemented. Info: please be informed, that the result and conclusion codes that were used in the inital report, are not correct!

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received 2 used and filled easypump ii lt 100-50-s without packaging. The provided samples were taken to a visual inspection. Damages were not detected. In as-received condition the clamp clip was closed, the patient connector was not closed with the original wing cap. Further on, we detected liquid at the filling port (lli-cone) and at the patient connector (lla-cone) of a sample. Additionally the 2 pumps were taken to a functional test respectively a leak test was carried out. After starting the pumps and waiting for 60 minutes the 2 pumps did not work (solution was not running). After these 60 minutes leakages were not detected. The provided samples are not within our specifications. Device history records (DHR):- reviewed device history records, there is no abnormalities and no such defect detected at final control inspection. All available information has been forwarded to the actual manufacturer. A follow up report will be submitted when their statement becomes available

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): no infusion of the drug 5fu and 480ml nacl.